Event description:
It was reported that a transtelphonic check showed a magnet and presenting rate of 67.4 ppm. In-office, the pulse generator could not be interrogated. Attempts to access the device memory resulted in the message operation failed. Communication between the programmer and device could not be established. A download could not be performed. The battery measured data from july 2008 was 2.69 v, 9 ua, 7.5 kohms and the estimated remaining longevity was 1.25 years.

Manufacturer narrative:
Na